Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported vasoview hemopro 2 was prepped by rn, handed over to pa-c who noticed the c-ring extension was snapped. Device was never used on patient. Per the photo it shows that the c-ring extension was snapped.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 07/03/2025. A photograph was provided by the account. A photographic evaluation was conducted. Sings of clinical use and evidence of blood was observed. The c-ring was observed to be intact. The scope wash tube was observed to be transected in the center of the scope wash tube. There were no visual defects observed on the harvesting device inside the cannula. The other harvesting device was mentioned in onetrack (B)(6). An investigation was conducted on 7/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The scope was arm of the c-ring was observed to be detached from the base of the transected c-ring. The end of the scope wash arm was observed to be melted. Based on the photographic evaluation as well as the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed as well as the analyzed failure "break- scope wash tube" was observed. The lot # 3000482330 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.